Manufacturer narrative:
The patient was born in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further specified as non compliance with sterilization technique. On the same day as the onset, the patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics for the peritonitis event. Eleven days after the onset, antibiotic treatment for peritonitis was discontinued. On an unreported date pd therapies were discontinued and the patient was switched to hemodialysis. At the time of this event, the patient had not yet recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.